Event description:
It was reported that 3 no external power alarms were noted upon log file interrogation. The patient stated that their power module came unplugged from the wall all three times. Log file analysis by the original equipment manufacturer (OEM) confirmed no external power events occurring on (B)(6) 2021, (B)(6) 2021 while the patient was tethered to their patient cable (pc) and power module (pm). Low voltage alarms were also confirmed but while the patient was tethered to pc and pm. It was additionally reported on (B)(6) 2021 that the patient cable was coming unplugged at the power module rather than the wall. The patient did not have the metal component which held the cord in the power module. It was reported on (B)(6) 2021 that the patient's pm was to be replaced with a mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer's report number: 2916596-2022-00295.

Manufacturer narrative:
Section d6a: implant date was inadvertently included in the initial report but is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a missing power cord retention clip on the power module (serial number: (B)(6)) was not confirmed. The reported event of no external power and low voltage hazard alarms was confirmed via analysis of the submitted log file. The log file contained approximately 24 days of data ((B)(6) 2021 per the timestamp). No external power and low voltage hazard alarms were captured on (B)(6) 2021 at 22:24:12, (B)(6) 2021 at 21:13:48 and (B)(6) 2021 at 21:20:56 due to a total loss of power while connected to the power module. It was reported that the ac power cord was disconnected from the power module when the no external power alarms occurred each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low-speed limit throughout the log file. A review of the additional log file provided did not indicate any issues with the power module. Additional information provided stated that the patient was using a power module at home and that the ac power cord became unplugged from the unit during the no external power alarms. It was also reported that the power module did not have a power cord retention clip and that the power module was not shipped with the part. However, a review of the device history records (DHR) of the power module (serial number: (B)(6)) revealed that the power cord retention clip was added during the manufacturing process of the unit. It should be noted that a power cord retention clip was also added during a previous repair of the unit on 14mar2019. The cause of the power cord retention clip not being installed in the unit is unknown. It was also communicated that the patient's power module was exchanged with a mobile power unit (mpu). The root cause of a missing power cord retention clip could not be conclusively determined through this analysis. The root cause of the no external power and low voltage hazard alarms was determined to be the ac power cord becoming disconnected from the power module by accident, per the reported information. The power module instructions for use indicates that engaging the power cord retention clip will ensure that the ac power cord does not come out accidentally. Heartmate ii patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate power module instructions for use (IFU), rev. B, section 2.2, entitled ¿connecting the power module power cord and the power module patient cable¿, indicates that engaging the power cord retention clip will ensure that the ac power cord does not come out accidentally. Heartmate ii patient handbook, rev. C, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the power module and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the power module patient cable for damage or wear and ensuring that cable is not kinked or cut. This section also informs the user not to use the patient cable and obtain a replacement cable if it shows signs of damage. Heartmate ii patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 23feb2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.